Manufacturer narrative:
Carefusion complaint code:(B)(4). Should additional information be received then an additional report will be submitted. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr confirmed the reported issue that the screen was blank. The fsr evaluated the device and determined that the front panel and main board needed to be replaced. The fsr replaced both components and resolved the reported issue. The device is now working appropriately to service specifications. The suspect components have been shipped back to carefusion's failure analysis lab for further testing and once that is complete, a supplemental report will be submitted.

Event description:
The customer stated the screen on this vela ventilator does not power up. The customer reported that the screen was dark. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis lab evaluated the reported suspect assembly's front panel and main board item. The main board was evaluated but no failure was detected. An investigation was performed on the front panel and the reported issue was duplicated. The root cause was isolated to a light bulb which connects to the lcd display secondary to material fatigue.